Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device connected to a generator during a procedure, displayed error code e403 and produced an incomplete seal cycle tone despite approximately 20 attempts. The knife functioned but the issue was reported to be with the seal, described as an energy activation or sealing issue with sealing inadequate or partial despite evidence of energy delivery and end tones heard. No good seals were achieved before the issue occurred. The attempted sealing involved uterine tissue of varying thickness, and bleeding was reported after cutting despite energy delivery. Blood loss could not be measured as it was controlled with the second maryland that was opened. Blood transfusion was not necessary, there was no medical/surgical intervention or reoperation done to patient to stop the bleeding, and the patient was not on any medications (any meds that can affect blood clotting or may contribute to bleeding). The jaws were cleaned after each time it did not want to seal. Another device was used successfully with the same generator.